Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a nonconformance was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned artificial urinary sphincter aus underwent a comprehensive evaluation. Visual inspection revealed folds and wear consistent with fatigue at the balloon-adapter junction. The cuff did not pass visual inspection due to the presence of folds, while the pump passed visual inspection with no damage or abnormalities observed. Leakage testing confirmed a leak at the balloon-adapter junction. Both the cuff and the pump successfully passed leakage testing. Functional testing was not performed on the balloon; however, the pump passed functional testing. Based on the information available and analysis results, the folds and wear at the balloon-adapter junction, the folds observed on the cuff, and the leak confirmed in the balloon could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.